Event description:
Event description boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) did not sense accelerated idioventricular rhythm (aivr) that occurred during rv threshold testing. It was reported that the patient had experienced a non-q wave myocardial infarction (mi) after the implanting of the device; right ventricular (rv) and left ventricular (lv) lead thresholds increased significantly after the mi. A boston scientific technical services consultant (ts) noted atrial pacing (ap) and ventricular pacing (vp) markers with down-rate smoothing arrows, and had the physician check again for programming for rate smoothing; rate smoothing down was reported on at 9%. The device remains implanted.